Event description:
The customer reported to customer service that the housing on the transformer for their breast pump is coming apart and wires are exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, she stated that after dropping the transformer housing now can come completely apart. She also stated there was no spark, fire, smoke and no injuries sustained as a result of the issue. The customer did receive the replacement power supply and indicated it was working well and that she would ship the broken power supply. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to failed prematurely when subjected to normal use an foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should the original product be received; resulting in new, charged, or corrected information, a follow up report will be filed at that time.